Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 56-year-old male patient with acute myocardial infarction complicated by cardiogenic shock, with pre-support clinical status consistent with scai shock stage e, was supported with an impella cp implanted percutaneously via the left femoral artery on (B)(6) 2026 at approximately 9:00 pm. During ongoing support, laboratory findings indicated hemolysis, and the clinical team noted concern for possible device malposition; an echocardiogram was pending to assess positioning and consider repositioning. The device remained in situ and was not removed due to a device failure. The patient¿s clinical course was further complicated by right heart failure and liver failure. Ultimately, a decision was made to withdraw care, and the patient expired on (B)(6) 2026. Based on the information available, this event involved significant patient clinical deterioration in the setting of profound cardiogenic shock and multi-organ failure. Hemolysis and suspected positioning concerns were reported; however, there is no evidence to indicate a device malfunction or that the impella cp contributed to the patient¿s injury or death. The death was determined to be related to the patient¿s underlying condition and other contributing clinical factors rather than device performance. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Patient-device interaction/hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details, including data logs. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.